Manufacturer narrative:
The device was received in with damaged printed circuit board (pcb), cracked tank cover, and corroded drain fitting. Functional testing could not duplicate the leak complaint, the device ran for several hours with a temperature check and disposable without any problems. The probable cause is a disposable or temperature check at the customer site. Replaced the pcb, drain fitting, and tank cover. Performed preventative maintenance (pm). The device passed all functional tests after repairs and pm. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was leaking water near the connection where you put the tubing set. The event occurred during preventive maintenance inspection in the biomed shop. There was no patient involvement and no patient harm/adverse event reported.